Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed on the right ventricular channel. The device triggered the episode when lead noise was sensed on the near field but not the far field. Patient was asymptomatic. The lead revision is scheduled for (B)(6) 2017. Patient is in stable condition.